Event description:
It was reported that the patients right tibial component was loose. Knee was revised to a stryker ts.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding tibial loosening involving a series 7000 standard tibia was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided which is needed to determine the root cause for this reported event.

Event description:
It was reported that the patients right tibial component was loose. Knee was revised to a stryker ts.